Event description:
(B)(4). The procedure was done by my obgyn. I've always been a healthy. Since having essure I've had to have my gallbladder removed, more often then not I'll get a period every 2 weeks. The cramps are unbearably painful andamp; incredibly heavy. I've also had alot of dental problems I didn't realize could be linked to the device also.